Event description:
Event description guidant received information that during the implant procedure, the patient with this cardiac resynchronization therapy defibrillator (crt-d) developed a suspected coronary sinus dissection with balloon inflation as evidence by the contrast. The patient remained hemodynamically stable. The cs lead was implanted successfully. A subsequent echo showed no evidence of a pericardial effusion.